Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. While we are unable to confirm the specific nature of the reported event, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that during a midnight lab sample from the patient central line, air was seen in the line during use. No injury reported.